Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (value not provided). Customer declined to perform a pump system check with tandem technical support (cts). No additional information was provided. Although multiple attempts were made by cts to obtain additional information, customer did not reply.